Manufacturer narrative:
Additional narrative: there was no known reported patient involvement associated with the complained event. Event year is reported as 2018; exact date is unknown. Device not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that while bending the matrixmandible reconstruction plate in the lab, the implant broke on the second bend. There was no patient involvement reported. This report is for one (1) ti matrixmandible 7x23 angle recon pl right 2.5mm thick. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date returned to manufacturer. DHR review was completed. Part: 04.503.740s , lot: 9816577 , manufacturing site: selzach , supplier: (B)(4) , release to warehouse date: 08. Feb. 2016 , expiry date: 01. Jan. 2026 . Part was only packed and sterilized at synthes gmbh and as this complaint is neither packaging nor sterilization related no review of these documents is necessary. Please perform an us DHR review for unsterile part 04.503.740 with lot 9978778: part mfg date: 11-jan-2016 , part exp. Date: n/a , manufacturing location: depuy synthes ¿ elmira , lot number: 9978778 , part number: 04.503.740 , DHR record review: a review of the device history record (DHR) revealed no nonconformances. The DHR shows the lot of ti matrixmandible 7x23 angle recon pl right 2.5mm thick was processed through the normal manufacturing and inspection operations with no nonconformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no nonconformances or rework noted. Customer quality conducted an investigation of the returned device. The received plate is broken after a out-of-plane bend between the 12th and 13th hole from the straight end side. There are strong marks from the bending tool visible next to the fracture zone. The relevant dimensions at the fracture cannot be verified anymore due to the damage. Therefore the dimensions were checked at the next intact passage between hole 10 and 11, no deviation was found, the dimensions are within the specification. The review of the manufacturing documents has shown that the correct material was used and that the material was according norm. This lot of (B)(4) pieces was manufactured in february 2016 and we are not aware of any other complaint for this part- and lot number combination (neither sterile lot 9816577 nor unsterile lot 9978778). Based on these findings we exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this occurrence. The evaluation has shown that the plate was bent to an more than 50 degree angle between two adjacent holes before it broke and that there are strong tool marks next to the fracture zone, this let us suppose that excessive bending caused the breakage of this plate. In general we would like to mention following sentences from the matrixmandible plating system instructions for use: warnings, these devices can break intraoperatively when subjected to excessive forces or outside the recommended surgical technique. Avoid sharp bends. Sharp bends include a single out-of-plane bend of >30 degrees between two adjacent holes. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Checked dimensions: width of the passage: specification 5mm +/-0.1 / measured: 5.09mm = pass . Thickness of the passage : specification 2.1mm +/-0.1 / measured: 2.09mm = pass. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.